Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The opticross 6 imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, while using the ivus catheter to check the lesion morphology and landing zones, the physician attempted to remove the catheter but encountered resistance and difficulty with withdrawal. The physician then removed the entire guidewire and discovered that it had become entangled with the ivus catheter, which was extracted as one unit. The procedure was completed with another of the same device. No patient complications were reported.